Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box and pouch. The batch number on the packaging and device matched the batch number for this complaint. The balloon was loosely folded. There was contrast in the inflation lumen. There were multiple hypotube and shaft kinks. The hypotube was completely separated 16cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that shaft fracture occurred at a location that remains outside the patient. The 7mm x 30mm, 80% stenosed target lesion was located in the non tortuous and non calcified proximal left anterior descending artery. A 8mm x 3.0mm quantum maverick balloon catheter was selected to dilate the lesion. During introduction, there was resistance advancing the device. But the physician still advanced the device, so the proximal shaft fractured into two parts at about 10 cm. The physician withdrew the device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break occurred at a location that could be introduced into the patient.